Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The the subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the device inspection results by the service department of olympus italia s.r.l., there was the possibility that the reported phenomenon was attributed to a faulty cable (possibly damaged by incorrect handling) due to the cable to twist or rotate with a small radius.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that the endoscopic image was not displayed during preparation for minimally invasive laparoscopic surgical technique. The device was connected to a video processor. The customer said the device did not work. The user replaced the device and the video processor to another devices and completed the procedure. Then, olympus inspected the device at the service department of olympus (B)(4) and the reported event was reproduced. Reportedly, the cable of the device was defective. There was no mechanical damage to the appearance. There was no report of patient injury associated with this event.